Event description:
Patient (pt) explained that they used to have a boston scientific (bsc) implant in the past and they removed it because it reached its end of service and replaced it with a mdt implant and they continue to use their bsc equipment. Pt stated they have been having issues with their bsc remote. Pt stated sometimes it takes almost a week to charge their remote from the wall. Reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).